Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's mother reported that in the evening on (B)(6) 2014, the patient experienced elevated blood glucose level over 470 mg/dl. Mother stated she checked the infusion set and noticed that no insulin came out of the infusion set tubing. Patient is using a competitor's infusion set. Mother reported she started the priming but no insulin came out again; no error message; e4 (occlusion). Mother stated after 1 ½ minutes the insulin flowed from the tubing. Mother reported patient experienced the same concern any time at cartridge change/catheter filling. Mother did not report patient needing assistance from a healthcare professional or second party to address the issue. No adverse event reported. Requested return of the alleged infusion device for evaluation.